Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 522 mg/dl, 274 mg/dl, and 69 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer declined to return the suspect product.